Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery was observed to be depleting quickly. The battery depleted approximately 75% within one day. In addition, the customer received multiple temperature alarms while charging the pump at room temperature. The customer¿s blood glucose (bg) level was 356 (mg/dl). A manual injection was administered to address bg level. Reportedly the customer had manual injections as alternate insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged battery malfunction was verified. The alleged temperature alarm malfunction was identified in the pump logs; however, no failure was identified.